Manufacturer narrative:
Additional information: during the index procedure the resolute onyx des was implanted in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx rx coronary des was implanted in the cx artery. Approx six weeks later the patient suffered probable acute type 2 non-st elevation myocardial infarction due to supply-demand mismatch. The patient was treated with medication. The patient is recovering. The investigator assessed the event as not related to the device or to the anti platelet medication. The sponsor assessed the event as not related to the anti platelet medication and possibly related to the device.